Event description:
It was reported that a homechoice device had an unspecified problem. This occurred during an unspecified process step during use. There was patient involvement; however, there was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual and functional test was performed with no abnormalities noted. A device history log review was performed and the reported problem was verified to be a check patient line alarm. There was no nonconforming product identified and the direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.